Manufacturer narrative:
Manufacture date provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the system was tested and no problem was found.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Manufacture date not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of procedure, the imported patient image was not clear and the em mode was not intermittent. There was no patient present at the time of the event.